Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that mesh was implanted on (B)(6) 2006 to treat stress urinary incontinence and pelvic organ prolapsed with concurrent cystoscopy. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and monarc hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to vaginal prolapse with recurrent cystocele and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was further reported that patient underwent mesh revision on (B)(6) 2007. The patient underwent mesh removal on (B)(6) 2009 and (B)(6) 2012. No additional information was provided. (B)(4).